Event description:
Customer reported that the uom setting of their meter could be changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Complaint not confirmed. Tested returned unit. Uom was set to mg/dl when meter was received. Found reset calibration memory values causing the uom to be selectable, the battery icon and booklet icon to appear on the display and give e3 errors. Serial number was also corrupt. Meter is inoperable. However, error 4 was not observed at any point during investigation.